Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump keypad buttons are not responsive and the buttons are stuck. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that he will call back at a later time to troubleshoot as they do not have the pump with them. No further details provided.

Manufacturer narrative:
The insulin pump was received with no act, up and escape buttons response due to corroded keypad traces. No button error alarm during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.